Event description:
It was reported that this right atrial (ra) lead exhibited a decrease in pacing impedance measurements, from 740 ohms to 587 ohms, with a corresponding increase in the pacing threshold measurement to 4v. The last atrial automatic threshold (raat) test result of 2.2v appeared to be inaccurate due to observed undersensing of an intrinsic atrial beat followed by functional loss of capture. No adverse patient effects were reported. The ra lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a decrease in pacing impedance measurements, from 740 ohms to 587 ohms, with a corresponding increase in the pacing threshold measurement to 4v. The last atrial automatic threshold (raat) test result of 2.2v appeared to be inaccurate due to observed undersensing of an intrinsic atrial beat followed by functional loss of capture. Additional information was received. About one year later, an alert was issued in the remote monitoring system for the atrial intrinsic amplitude being out-of-range at only 0.3mv. Undersensing continued to be observed on the atrial lead, specifically during the patient's atrial fibrillation (af) episodes. Sensitivity was fixed at 0.25mv. An email was sent to the clinic recommending further review of programmed parameters, noting the alert for the atrial intrinsic amplitude out of range will not retrigger until the device is interrogated with a programmer. No adverse patient effects were reported. The ra lead remains implanted and in service.